Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) the fiber was broken from the beginning as light from the beam was reflected in the middle of the fiber. The fiber had not confirmed to be in good condition when the package was opened so the break was noticed when the procedure started. It was also specified that no resistance was felt while advancing the fiber into the scope and a fiber pole had been used to keep the fiber length clear of potential kinks or bends. A second fiber was used to complete the procedure. There were no patient complications reported.